Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) was implanted on (B)(6) 2024 and three days after implantation, the monitor could not show the icp readings. The physician reconnected the sensor with another icp monitor with the same result, no icp readings; therefore, the sensor was removed on (B)(6) 2024 and stop monitoring due to product problem. The patient is stable. The monitor used was icp express, 220 volt (ID 826635) and the cable used was icp express cable (ID 826636).

Manufacturer narrative:
The neuromonitor basic kit (ID 826631) was returned for evaluation. Device history record (DHR): the product code 826631 with lot 6710461 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - internal wires broken and wavy (x-rays). Catheter stretched 22.5 cm and 34.1 cm from distal end. Icp express read ¿no transducer detected¿. No testing possible. Root cause analysis - based on the failure analysis, the complaint was confirmed by the supplier. The possible root cause for this issue reported by the customer could be due to incorrect set-up of device and could also be due to mishandling of the catheter.

Event description:
N/a.